Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The contact could not recall if the blood glucose level was impacted. The contact indicated that after every occlusion, troubleshooting determined that the occlusion was located at the infusion set site. However, the contact reported that the humalog insulin was used and the cartridge and supplies were changed every 3 days. Tandem technical support informed the contact that per the labeling, the cartridge was to be changed every 48 hours if humalog was being used. The contact acknowledged the information.